Event description:
Home pt reports he did not prime 12 ft pt extension line properly at automated peritoneal dialysis therapy set up and continued with treatment anyway. Home pt reported abdominal discomfort throughout treatment, appeared to be due to excess air. Per health care professional, home pt's discomfort dissipated throughout next day and no medical intervention was required.